Event description:
Extension tubing hooked up. About 5 mins later it was found to be leaking at the clave connection to the clear tubing & blood was backing up the tubing. Leaked when flushed. No adverse pt outcome.